Event description:
It was reported that this right ventricular lead exhibited undersensing. The data was provided for analysis and recommendations on programming. At this time, the response has not been provided and no programing changes have been performed. This lead remains in service. No adverse patient effects were reported.